Manufacturer narrative:
(B)(4) h6 codes: health effect - clinical code problem code: 2687 nodule / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient experienced a detached sensor wire stuck in the skin which occurred the same day the sensor had been inserted in the arm. On (B)(6) 2025, the patient consulted with a physician regarding a painful, red, and swollen bump on her arm. Upon examination, the doctor prescribed doxycycline monohydrate 100mg, to be taken twice daily, as an antibiotic treatment. During the consultation, the doctor noted the presence of a wire embedded in the patient¿s skin. The patient was advised to leave the wire in place, as it might naturally be expelled by the body over time. No information or recommendation regarding surgical removal was provided at that time. As of the date of this report, the patient reported that the pain was subsiding. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.